Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. Pressure was held for five minutes post-procedure and hemostasis was obtained. No bleeding or hematoma was noted. After two hours of bedrest the pt was ambulated without difficulty and was discharged home that afternoon. The following month, the pt complained of pain at the puncture site and was seen by the physician and evaluated by doppler ultrasound. The ultrasound was positive for pseudoaneurysm of the left femoral artery and the pt underwent an ultrasound guided thrombin injection. The pt was discharged the same day. No further complications were reported.